Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the having poor coupling and taking days to charge was not determined. The patient said that nothing was resolved and they were sent sticky pads to place on the recharging paddle. The patient stated that the sticky pads helped to maintain a better connection and they still lost connection but not as bad as before the sticky pads. No further complications were reported/anticipated.

Event description:
Additional information was received from a patient. It was reported that they were having recharging difficulties and the coupling would drop constantly when charging. The patient could not get good coupling when standing up, as it would drop as soon as they would sit down. The patient stated that since they didn¿t like to stand for so long, they would charge over a couple of days. The patient mentioned that the adhesive discs had helped but did not resolve the issue. It was also reported that some of the discs weren¿t stick at all and some were so sticky that when the patient would remove them, they would have to rip it off their skin which was not comfortable. The patient wanted to know if there were any other options to use. The repair department was contacted and a replacement antenna was requested. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review indicated method code 3331 is not applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to regulatory report # (B)(4). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease, chronic low back pain and spinal pain. It was reported that charging was a pain and it takes a very long time. Patient reported they need to charge over a few days. It was reported that patient had poor coupling. Adhesive discs was being sent to the patient. No symptoms reported at this time.